Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Button error alarm was not verified due to blank display. Moisture damage was found on keypad traces. The device had missing end cap sticker, minor scratches on the lcd window, cracked battery tube threads, and broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that she was pushed into the pool with the insulin pump on and now has a button error alarm that she is unable to clear. Customer's blood glucose reading at the time of the call was 216 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.